Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. The patient reported he experienced ineffective stimulation. Due to the issue, the patient desired the scs system be explanted. Surgical intervention may be undertaken to address the issue.